Manufacturer narrative:
This report was originally submitted via e2001015. Evaluation summary: post market vigilance (pmv) led an evaluation of one roticulator 55mm-4.8mm single use stapler. The instrument was received with the pushers advanced and the handle was not locked. Functionally, the instrument was reset and cycled. The jaw properly clamped and unclamped when the approximating lever was operated. The handle locked into place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed condition may occur when the firing stroke is not completed during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open sigmoidectomy, the stapler did not fire. No patient injury. To complete the procedure, a new device was opened.